Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer, the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to water penetrating in the video connector crack, and the electronic circuit was destroyed and the image was no longer displayed. Additionally, the cause of the video connector crack is likely to have occurred by hitting or dropping the connector. The contents of the instruction manual were checked with respect to the video connector crack flooding, and the following descriptions were given. It is judged that the pointed phenomenon can be prevented by this. Do not hit or drop this product. Water leakage may destroy the electric circuit inside the product.

Event description:
Additional information received from customer: the reported event was identified during preparation for use and was not used for the procedure. The intended procedure was completed by 'the physician using his eyes.' There was no procedural delay.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported issue of static lines and no image due to a faulty charge-coupled device. In addition, the top cover and video connector housing failed the water leak test due to a crack. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the camera head had issues during a diagnostic procedure. When looking at the camera, the customer got static lines and could not get a picture if the cable was moved. No patient harm or injury reported.